Event description:
It was initially reported that the pt has been experiencing constant voice hoarseness since surgery. The hoarseness is not associated with stimulation and diagnostics are within normal range. The pt physician consulted an ent colleague and he felts it may be a vocal cord paralysis. There is no intervention that is planned.